Manufacturer narrative:
(B)(4). The device remains in patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, hypotension, and ventricular fibrillation are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the 80% stenosed, heavily calcified lesion in the left anterior descending (lad) coronary artery was rotobladed, followed by implantation of two xience xpedition stents. Results were good, and flow was improved. Post procedure, the blood pressure started dropping and the patient experienced left ventricular failure. No treatment was reported, and the patient was transferred to the intensive care unit for observation. On (B)(6) 2019, the patient died. No additional information was provided.